Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery. Customer's blood glucose value was unknown. The customer states the battery cap was not loose, cracked or damaged. The customer was assisted with troubleshooting. The device will be returned for the analysis.